Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the display went blank was confirmed. Based on the investigation results, it is likely that the malfunction was caused by excessive damage to the image guide bundle due to random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, while the patient was under sedation, the bronchofibervideoscope display went blank. Due to this issue the procedure was prolonged by thirty minutes. The intended procedure was completed by using a backup olympus device. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.